Event description:
The implant clinic reported that the patient developed post-operative meningitis. Details were requested but have not been provided yet. Additional information will be reported when available.